Event description:
On (B)(6) 2015 a call was received from a patient (pt.) Who advised while wearing an acuvue oasys contact lens (cl) he/she was diagnosed with a corneal ulcer. On (B)(6) 2015 a call was placed to the pt and the following information was obtained: the pt advised that he/she purchased two boxes of oasys lenses in (B)(6) 2015 and states that wearing one of the oasys lenses he/she experienced pain, tearing, and swelling in the os. The pt advised that he/she removed the suspect os cl and went to an urgent care because the pain was intense. The pt advised that he/she was diagnosed with a central corneal ulcer os. The pt advised that he/she only wore the suspect os for an hour before removing and discarding the suspect lens.

Manufacturer narrative:
(B)(4). The pt discarded the suspect product. The pt states that he/she was given tobradex drops for the os and was advised to use 1 drop every 2 hours while awake and 1 drop @ hs. The pt states she saw the urgent care md on (B)(6) 2015. The pt states that she used the medication from (B)(6) 2015 - (B)(6) 2015. She advised that she has not been to her prescribing ecp for f/u appointment. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # l002819 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.